Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that there was leakage at the filter, where you see a small round in the filter. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: samples were returned for investigation. Samples were received in used conditions without original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection found no obstructions, damaged, broken, or any other defects visible in the joins of the product. For functional testing, a leak test of the samples were performed and no discrepancies were detected as the liquid flowed through the whole device without a leak being detected, thus, the failure mode reported was not confirmed. No fault was found. The root cause cannot be determined since the complaint was not confirmed and no corrective actions were required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., correction: d4: model number: changed from 7106 to no number.